Manufacturer narrative:
The customer¿s report of a leak with a texium set was not confirmed. The set was visually inspected for defects such as kinks and cracks. There was no damage or any anomalies observed. Functional testing was performed and no leaking or air ingress during connection was observed. The root cause of the customer¿s report of a leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A texium closed male luer was delivered from pharmacy connected to a carboplatin infusion bag. The report suggests that when the user connected this to one of the ports on the giving sets, a leak was identified. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.